Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb port of the pump appeared to be damaged as the customer experienced difficulty intermittently charging the pump battery past a certain battery percentage. The customer's blood glucose level ranged from 60-150 mg/dl. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.